Event description:
It was reported that the patient underwent a surgical procedure involving a previous sling device due to unspecified reasons. A new artificial urinary sphincter (aus) was implanted. No further information has been reported.